Manufacturer narrative:
The echelon-10 micro catheter was returned for analysis. The non-medtronic (balt) catchmini 3x15 clot retrieval device used in the e vent was not returned. Per the product labeling, the echelon-10 micro catheter has a labeled inner diameter (ID) of 0.017¿. As per an online source, the catchmini 3x15 clot retrieval device is compatible for use with any 10/14 microcatheter with a minimum ID of .017¿. Therefore, the catchmini 3x15 clot retrieval device is compatible for use with echelon-10. The echelon-10 micro catheter was decontaminated. The echelon-10 was measured and was found to be within specification. Upon visual inspection, no damages or irregularities were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 catheter body. The echelon-10 distal tip was noted pre-shaped. The echelon-10 distal marker band/tip was found to be separated but retained by tubing material. Due to its damaged condition the echelon-10 micro catheter could not be used for testing. Based on the device analysis and reported information, the report of ¿catheter puncture¿ was confirmed. It is possible that resistance contributed to the damage found with the returned echelon-10 micro catheter. However, the cause for the resistance and damage could not be determined. The catchmini 3x15 clot retrieval device was found to be compatible for use with echelon-10. In addition, no additional shaping was conducted with the echelon-10 distal tip prior to use. Per the echelon¿s instructions for use (IFU): never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during mechanical thrombectomy treatment, echelon catheter was perforated at the distal end by n on-medtronic clot retrieval device. It was reported that the physician was performing a mechanical thrombectomy in the m2/3 segment by using an echelon 10 and a catch mini 3/15. The echelon was navigated with a traxcess14 wire without any problems. By pushing the catch mini up to the thrombus, the physician observed, that the tip of the catch device went into another direction and there was friction. He removed the whole system and saw, that the tip of the catch device ruptured the distal end (4mm from the tip) of the catheter. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The vessel was observed moderately tortuous. There were no reports of patient injury in association with this event. Accessory devices were discarded.